Event description:
Baxter (B)(4) received a report of an infusor in which "the line came away from the top of the device." This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of delivery tubing broken off at the junction of the set cap. A small portion of the broken tubing remained within the set cap. The root cause was determined to be the pressure point between the tubing and the set cap. When the unit was filled, the pressure point was released and caused the tubing to rip. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.